Event description:
A customer contacted global technical service (gts) reporting that the home patient (hp) had this alarm for a while and even changed out the cassette during a check lines and bags alarm. Gts advised the hp to start over with new supplies to ensure a sterile set. The hp would start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(4) 2012, regarding the home patient (hp) changing out the cassette only during prime. Per the pdn, the hp had not mentioned anything regarding the alarm or changing out the cassette. The pdn stated she would follow up with the hp regarding correct therapy procedures. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is confirmed due to the use error described by the home patient, who replaced the cassette but reused solution bags during prime in response to a check lines and bags alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.